Event description:
It was reported that the customer was hospitalized with high blood glucose levels and high blood pressure. Customer's health care professional stated that the customer was also having low blood glucose levels with the pump on. Customer was hospitalized due to the pump. Customer did not want to troubleshoot at this time and wanted a replacement. Customer corrected his blood glucose level with a bolus. Customer stated that his current blood glucose level was low. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.